Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024. (B)(6) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had neuropathy and would get shots in their back every 3 months due to spinal cord stimulator (scs) not providing the relief they desired since end of last year. Patient said their healthcare provider told them they couldn't save their legs. Agent documenting reported information. On (B)(6) 2024, additional information was received from the patient clarifying their report of ¿not being ablet o save their leg,¿ to mean that someone in january told them that the damage was too far gone. Only try spinal injections every 3 months to help with pain. The cause of the implant not providing relief was reported to be due to the damage being too far gone ¿ anti-mag neuropathy due to waldenström macroglobulinemia (wm). It was reported that nothing can be taken unless the manufacturer has something to help them walk without pain. The patient was having injections done every 3 months. The patient stated that they have extreme painful cramping in both their feet and legs (both sides). Their feet swell up and their legs feel tight with cramps. Their feet feel like bricks. On brukinsa twice a day for wm. On (B)(6) 2024, additional information was received from the patient reporting that the neuropathy was too bad to help. The patient indicated that the device helps some so they leave it on. The patient was given steroids to help every 3 months. Spinal infusion. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had neuropathy and would get shots in their back every 3 months due to spinal cord stimulator (scs) not providing the relief they desired since end of last year. Patient said their healthcare provider told them they couldn't save their legs. Agent documenting reported information.

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.